Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer went into diabetic ketoacidosis (dka) and was hospitalized. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.